Manufacturer narrative:
Summary of event: as reported, during a below-the-knee interventional vascular procedure, a flexor ansel guiding sheath leaked at the valve. Access was obtained in the common femoral artery to target the superficial femoral artery. Another manufacturer's intravascular ultrasound device was in the hub/valve at the time of the leak, and another manufacturer's balloons and unspecified cook balloons were also used during the procedure. It is unknown if resistance was encountered during insertion or removal of any device through the sheath hub/valve. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures were conducted during the investigation. A visual inspection and functional test of the complaint device was also conducted. The complaint device was returned to cook for investigation. The device did not leak during a leak test. The hub was disassembled, and the silicone disc was scratched on one side and had a small dent/indentation near the outer side of the disc. A document-based investigation evaluation was performed. A review of the device history record found no relevant non-conformances on the lot. A review of complaint history found no additional complaints for this lot number. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that a component failure, unrelated to manufacturing or design deficiencies, contributed to this event. Although some damage was noted to the silicone disc upon hub disassembly, the device was used, and the device did not leak during testing in the lab. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
As reported, during a below-the-knee interventional vascular procedure, a flexor ansel guiding sheath leaked at the valve. Access was obtained in the common femoral artery to target the superficial femoral artery. Another manufacturer's intravascular ultrasound device was in the hub/valve at the time of the leak, and another manufacturer's balloons and unspecified cook balloons were also used during the procedure. It is unknown if resistance was encountered during insertion or removal of any device through the sheath hub/valve. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.